Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced experiencing high blood glucose. Customer¿s blood glucose level was 477 mg/dl, already changed the set and reservoir and treated with the insulin pump. Customer was putting on an infusion set and the needle went in fine, but the tape did not sticking to the skin. Customer also stated that they had a reservoir that due to pressure pushed the black stopper out of the bottom and they ended up losing a whole 300 ml of insulin. The insulin pump will not be returned for analysis.